Event description:
It was reported that the customer had battery issues and the batteries were lasting less than an hour. Customer's blood glucose level was 145 mg/dl. Customer stated that the issue has been happening since (B)(6). Customer declined troubleshooting. Customer was advised that not clearing the alarm may cause the battery alarm issue to occur. Customer was advised to monitor the pump and call back if issues continue. Customer was advised to be sure to clear out the failed battery test or battery out limit alarm before putting in a new battery into the pump as this will cause the alarm to continue on every battery inserted into the pump. Customer stated that she understands. Customer was sent a battery cap last time she called to report this issue and it seems to not have worked. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-07505.